Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was booting repeatedly because of large volume of patient data in the system. The engineer erased the patient data and secured the capacity in the device. It has been recommended to erase patient data regularly in the system. After erasing patient data, the system was returned to use in good working order.

Event description:
It was reported to philips that the system restarts repeatedly after boot and does not boot normally. The device was inside clinical use at the time of the event. No patient harm was reported.